Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was unknown. The customer is currently at the hospital due to high readings. The customer stated that he got up yesterday morning and high extremely high readings. The customer does not feel well enough to provide hospitalization.